Event description:
On (B) (6) 2010, the pt reported she thinks her insulin infusion device is delivering too much insulin. She said that today her daughter found her unconscious on the couch and gave her a regular soda through an oral syringe to treat her. The pt stated this has happened a couple of times recently. She does not have any symptoms. She stated she talked with her doctors who advised her to lower her basal rates. She did so but continues to experience low readings. On follow up with the pt on 04/05/2010, she stated she rec'd the replacement infusion device and her blood glucose has returned to her normal range. The infusion device, infusion set, adapter, and cartridge were replaced and requested to be returned for eval.